Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Based on the information provided, a definitive cause for the reported malposition of device could not be determined. The cause of the subsequent treatment appears to be circumstances of the procedure. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a large bore sheath and the tavi procedure was completed. Reportedly post procedure, an angiogram found that an occlusion had formed at the access site. A surgical cutdown was performed to treat the occlusion and it was noted that the posterior wall had been sutured [back wall stitch]. Surgical suturing was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.